Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified forearm. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was advanced for dilation. During the procedure, on the second inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed without any problem and no damage was observed. The rupture was observed in the balloon material. Another of the same device was used to complete the procedure. No complications reported, and patient status was good.